Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that patient experienced unstable angina pectoris. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) with 80% stenosis and was 24 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 28 mm promus premier study stent system. Following post-dilatation, the residual stenosis was noted be 10%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with symptoms of angina and was hospitalized on the same day for further treatment. At the time of the event, the subject was on aspirin and clopidogrel. Two days later, the subject was referred for coronary angiography which revealed 70% lad stenosis. The subject was diagnosed with unstable angina pectoris and the proximal lad stenosis was treated by percutaneous coronary intervention and medication. Post intervention, the residual stenosis was noted to be 10%. Two days later, the event was considered to be recovered/resolved, and the subject was discharged.